Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump had minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the insulin pump had a keypad anomaly. Blood glucose was 70 mg/dl. Customer stated there was a partial response from the button. Customer all ready changed the battery but it didn't resolve the issue. Time is changing on the display. The device was dropped before the issues. The device was not exposed to moisture. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.